Event description:
The eye clinic here said mine was the worst corneal infection they had ever seen. I was sent to (B)(6) clinic in (B)(6), the dr there, dr (B)(6) said it wasn't the worse he'd seen but one of the worse. My eye blind for a month, can now see shadows. I slept in my 30 day contacts 4 nights. My eye hurt so badly during the 4th night, it woke me up, I took the contacts out and spent the rest of the night up in agony. When my husband asked how I felt, if I needed to go to the dr, I drove myself. Now, have a permanent scar on my cornea. The eye only sees shadows, this interferes with my vision. Any ways my depth of field is short. I am constantly bruising myself on that side, I just cry on the hole, I deeply still owe the dr. I think the contact company should have to pay my bills and me, and fix my eye; 30 day contacts my butt. "I don't but (B)(6) clinic in (B)(6) does, you have my blessing to call. My eye is damaged. I slept". How was it taken or used: ophthalmic. Date the person first started taking or using the product: (B)(6) 2019; date the person stopped taking or using the product: (B)(6) 2019. Reason for use: poor vision.